Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b, h4; h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. Device has been explanted.

Event description:
Healthcare professional reported rupture confirmed via MRI and in addition to multiple zones of capsular contracture predominantly in the lower quadrants. Healthcare professional later confirmed capsular contracture baker grade ii. The device remains implanted.

Manufacturer narrative:
Clarifications to e.1.: phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.